Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 308 and 311mg/dl fasting and 316mg/dl non-fasting. The customer¿s expected am fasting blood glucose test result range is 200-250mg/dl. The customer feels well and did not report any symptoms. Customer stated she had called 911 that morning. Customer stated she had obtained the results of 308 and 311mg/dl fasting and had taken 2 units of insulin. Customer had tested again and obtained 316mg/dl non-fasting and had taken 2 more units of insulin. Before the ambulance had arrived customer stated she began to experience blurry vision and lightheadedness. Customer stated she ate some chips, candy and sugar and drank soda and sweet tea. When the ambulance arrived her blood glucose test result was 208mg/dl non-fasting; customer had tested using the true metrix air and had obtained a result of 298mg/dl non-fasting . Customer was taken to the hospital. The diagnosis was hyperglycemia. Customer was monitored and discharged after a few hours. Customer was also comparing the results to another device; customer had received 295, 290, 280, 243 mg/dl fasting using her other device. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 04/27/2023 test strips were opened five days prior to call. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 01-mar-2022 to ensure the customer was no longer experiencing symptoms and customer to ensure the replacement products resolved the initial concern - able to establish contact with customer. Customer stated initial concern has been resolved. Customer is no longer experiencing symptoms and no further medical attention was required.

Manufacturer narrative:
Sections with additional information as of 26-april-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were not returned for evaluation. Added most likely underlying root cause onto case as the complaint product was not returned for investigation. Retention strip lot tested within specifications. Most likely underlying root cause mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.